Event description:
It was reported that the system was explanted due to infection/erosion. No further information available.

Event description:
It was reported that during a routine clinic visit, device erosion was noted through the skin. The device was explanted. The patient was stable before, during and after the explant.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).